Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient mentioned that their health care provider (hcp) told them they were 1 of 7 dbs patients who had a lead implanted in the "wrong area," but the patient had no further information regarding the other patients.